Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient heard beeping. Upon interrogation, high out of range shock impedance were noted on the device and right ventricular (rv) lead. It was noted the beeping for out of range measurements was increased and the patient will be followed appropriately. No adverse patient effects were reported.

Event description:
Subsequent information was received that the high out of range impedance measurements persisted. As a result, the vector configuration was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device was explanted as the out of range impedance measurements persisted. When the rv lead was tested, the shock impedance measurements were appropriate. A new device was implanted and the shock impedance measurements remained appropriate. Therefore, the rv lead remains implanted. No additional adverse patient effects were reported.